Manufacturer narrative:
D4, h2, h10 updated. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a procedure involving an ambicor penile prosthesis (app) due to unspecified performance issues. During the procedure an app was implanted and the surgery was completed successfully.

Event description:
It was reported that the patient underwent a procedure involving a inflatable penile prosthesis (ipp) due to unspecified performance issues. The procedure was completed successfully.